Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received seven shocks while programmed to the primary vector. Review of the episodes showed the patient had a change in morphology where it became wide but was below the rate cut off. T-wave oversensing was then observed resulting in inappropriate shocks. The sensing vectors were assessed and primary was again found to be the best vector. It was determined that the patient had missed dialysis which caused the change in morphology. No adverse patient effects were reported.